Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced persistent hyperglycemia after running out of insulin overnight, with glucose values reported as ¿high¿ (>400 mg/dl) and prolonged elevations above target despite replacement of the insulin cartridge, and clinical troubleshooting and education were provided. Symptoms included hyperglycemia and moderate ketones without acute complications. Outcomes included no hospitalization, no professional medical intervention, and caregiver assistance due to the patient¿s age. Investigation included complaint review and troubleshooting focused on high glucose with unclear cause. Investigation of this case revealed an undetermined cause for hyperglycemia, with no specific device component or malfunction identified and clinical education provided as part of resolution efforts. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.